Event description:
Procedure: lap ventral hernia repair. Reportedly, a plastic piece within the jaws broke off and fell into the cavity. The piece was retrieved and another device was used to complete the procedure. No injury or pt impact was reported.